Event description:
It was reported that the patient's physician decided to remove and replace all of the components and replace them with a new ins and lead. The patient stated that they never had good relief from the device despite attempting to reprogram and adjust their stimulation levels. They noted that when turning up the stimulation too high, they felt it down their leg. The system was replaced successfully.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of undesired sensations and inadequate treatment were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's neurostimulator was replaced because they never had good relief from the device despite attempting to reprogram and adjust their stimulation levels. They noted that when turning up the stimulation too high, they felt it down their leg. The entire system was replaced successfully. There were no additional patient complications.